Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Patient had occluded superior mesenteric artery (sma) with bare metal stents placed previously. The doctor attempted to get stent into sma but the stent became stuck 5mm from the entrance of the sma. The stent was not inside the protective sheath and after multiple placement attempts it became bent.